Event description:
It was reported that the pt missed a pump refill. A critical alarm was heard and confirmed by telemetry due to zero ml reservoir volume being reached. The pt had increased spasticity. The pt was admitted to the hospital. The pt was given oral medication. The pump was to be refilled the next day. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.